Event description:
It was reported that the patient presented to the emergency room after hearing an high urgency alert from the device at two separate times. The high urgency alert could be seen when interrogated, but was unable to find any alert notifications in the stored data. Further information indicated that the patient had been seen in office earlier that day for interrogation indicating the only tone logs that had taken place. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6944 implantable tachy lead (B)(6) 2012. (B)(4).